Event description:
As reported by our affiliates in (B)(4) during a transfemoral transcatheter aortic valve replacement (tavr) for the native aortic position, a 23 mm sapien 3 valve was deployed in the targeted area. The patient was hemodynamically unstable after valve deployment due to left ventricular outflow tract obstruction (lvoto) and increased mitral regurgitation (mr) caused by systolic anterior movement (sam). Transfusion, beta blocker and aborting catecholamine were not effective to the lvoto. Percutaneous transluminal septal myocardial ablation (ptsma) was performed to mid left anterior descending coronary artery. Then, the lvoto was gradually improving and the mr decreased as well. The procedure was completed with stable condition. The device remains deployed in patient and will not be returned for evaluation.

Manufacturer narrative:
The valve remains implanted. Lvot obstruction in patients who undergo transcatheter aortic valve replacement is a well-recognized postoperative complication. In most cases of postoperative lvot obstruction, the obstruction results from the protrusion of the valve into the lvot or from abnormal subvalvular positioning of the prosthesis. Additionally, lvot obstruction may occur postoperatively if there is a narrowed aortic angle, or due to a thickened interventricular septum. Other possible causes include a hyper contractile left ventricle or atrial fibrillation. Obstruction of the left ventricular outflow tract can also be caused by patient factors (anterior leaflet protruding into the lvot) or procedural factors (positioning of the valve frame within the annulus). Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases lvot obstruction could result in clinically significant hemodynamic compromise that may require explanation of the thv with surgical correction. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. Per the instructions for use (IFU), obstruction is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as the exact cause was not provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.